Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  pt's hcp wanted to reimplant the pt and caller was unsure if it was due to normal battery depletion or for other reasons. Caller mentioned pt had not used their device in a while. Caller noted hcp recommended implant replacement on (B)(6). Caller also mentioned pt's hcp wanted to ween them off of narcotics and mentioned pt also had a morphine pump. The caller was redirected to sunmed. Rep reported ins may have been replaced with competitor as rep is not aware of the case. Unknown reasoning of replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.